Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a lesion located in an unknown vessel with a 3.50x15mm apex balloon catheter. The balloon ruptured at 4atms. The procedure was completed with a different device. There were no reported patient complications. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)